Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a vaginal hysterectomy, bilateral salpingectomy, uterosacral colpopexy, transobturator sling, and cystoscopy procedures performed on (B)(6) 2017 for the treatment of stress urinary incontinence, menorrhagia, and anemia. On (B)(6) 2021, the patient underwent the following procedures: removal of the vaginal sling, removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, and anterior colporrhaphy. Her preoperative diagnosis includes vaginal pain, pain with intercourse, and muscular groin pain. Her postoperative diagnosis includes vaginal pain, pain with intercourse, muscular groin pain, and urethral scarring. The surgery was reportedly difficult due to scarring from the dissection which was required to remove the mesh from the right groin, the significant muscle mass, the very medial location of the mesh placement, and the mesh being embedded in the tendon and against the bone. It was also noted that the sling was somewhat closer to the bladder neck. The patient tolerated the procedure well and was transferred to the recovery room in an excellent condition.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date of the removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation: (B)(6).